Event description:
The customer reported that prior to use on a pt, the iabp failed to autofill several times. The pt was switched to another iabp and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The comp svc rep evaluated the unit and verified by reviewing and recording the fault journal. The helium tank gauge reads 2168 psi. Checked the pneumatic performance service diagnostic. Performed functional tests and verified that the balloon pump meets factory specifications. Performed electrical safety tests, set up print option to record every fifteen (15) minutes and ran the iabp for over two (2) hours in assist mode. At the two (2) hours interval, the auto fill sequence was successful. No issues were observed. The iabp was in good operational conditions and was released to the customer. (B)(4).